Manufacturer narrative:
(B)(6). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the procedure, while using a medtronic footswitch to activate the device, the surgeon released the footswitch pedal and the device continued to deliver rf energy for 3-4 seconds. There was no unintended tissue damage to the patient. This is the first of 2 cases reported at this facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.